Event description:
It was reported that the customer's insulin pump would not rewind as it was stuck in a "preparing to prime" loop. The customer was disconnected from the insulin pump and advised to hold down the act button until another series of beeps sounded and/or numbers appeared on the screen, neither of which occurred. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose was 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.